Event description:
It was reported that the patient presented in clinic for an MRI scan. Proper MRI procedure was not followed, and the implantable cardioverter defibrillator went into back up vvi mode with no back up defibrillator operation. The device was reprogrammed, and the patient was stable.